Event description:
It was reported that during a carotid stenting procedure, when the stent was at the lesion, prior to injecting contrast to determine stent placement, air bubbles were seen in the stent delivery system. The stent was delivered using 'roadmapping' without injecting contrast. The stent was later confirmed as implanted within the lesion. There was no adverse patient sequela. The patient was discharged to home on (B)(6) 2010. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.